Event description:
Same case as: 2134265-2009-01939. It was reported that post a coronary drug eluting stenting treatment procedure, occlusion and restenosis occurred. The lesion being treated was located in the totally occluded proximal to distal right coronary artery (rca). Two taxus express2 drug eluting stents were deployed overlapping. The patient did well with no active cardiac symptoms. While in the hospital the patient had an onset of ventricular tachycardia which was treated with amiodarone. Ten months post the initial stenting procedure, the patient was involved in an auto accident, with airbag deployment. The patient sustained significant chest and upper abdominal injuries. The patient feels the angina symptoms began after the accident. Six to nine weeks later, the patient suffered acute coronary syndrome (acs). The patient reported having angina, shortness of breath, and racing heart. Prior to being transferred to another facility, the patient experienced bradycardia, with heart rates in the upper 20's and low 30's, requiring atropine. The patient was found to have an occluded proximal stent in the rca, thought to be secondary to restenosis. A 3.5x33mm and a 3.5x13mm non-bsc stent were deployed in the proximal to mid rca. Timi grade 3 was noted and the patient tolerated the procedure well. The patient had been taking plavix and aspirin at the time of the event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.